Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), product type catheter. (B)(4).

Event description:
Information was received from a consumer via service request regarding a (B)(6) female patient who had received an unknown medication via implanted infusion pump. The indication for use was noted to be non-malignant pain. On (B)(6) 2015, the consumer reported that the pump was removed "over ten years ago" because the "catheter became removed and there were other issues she couldn't remember." The medication in the pump, device serial number, symptoms, circumstances leading to the catheter issue were not known, follow up was conducted to obtain further information. If additional information is received, a follow up report will be sent.